Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer¿s blood glucose level. Technical support confirmed that the customer had previously experienced cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup for insulin delivery and was informed about the replacement pump's software details and the availability of an update. Technical support also provided instructions for returning the faulty pump and programming settings into the new pump. The customer received and acknowledged all instructions.